Manufacturer narrative:
Conclusion code field left blank - no available code for undetermined or unknown cause. The customer¿s report of the set leaking was confirmed. However; the leak was observed on the lower fitment and not the upper fitment as reported by the customer. Visual inspection of the set observed that the silicone segment had a tear near the lower fitment. The tear measured 0.0285 inches long. Visual examination under magnification observed no crush marks to the upper blue fitment or lower fitment. Functional and pressure testing was performed; a leak was observed coming out from the silicone tubing near the lower fitment. The set was then installed into a test pump device that was programmed to run an infusion at 125 ml/hr. The device alarmed air-in-line upon the start of the infusion. The cause of the leak was due to a tear in the silicone segment. The cause of the tear was not determined.

Manufacturer narrative:
Correction to initial report.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported the tubing was primed with propofol without difficulty. When initiating the programmed infusion the device alarmed for air in line. Upon assessment there was no visible air noted however noticed that the tubing was leaking at the upper fitment .there was no report of patient harm.